Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 365 mg/dl. A system check was performed and air bubbles were observed within the infusion set tubing. Customer performed a supply change and delivered a bolus to address bg/ issue.